Manufacturer narrative:
(B)(4).

Event description:
Additional information indicates the leads were revised due to ineffective therapy and effective therapy was restored following the procedure.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00340. Related manufacturer reference number: 1627487-2020-00341. Related manufacturer reference number: 1627487-2020-00342. It was reported that surgical intervention was undertaken on (B)(6) 2019 wherein the 2 right sided leads were explanted and one was replaced. It is unknown which leads were explanted. Therefore, all leads will be reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.